Manufacturer narrative:
Failure analysis: the insulin pump was not received stuck in manufacturing mode. The unit passed displacement test and self test. No unexpected blank display anomaly noted. However, unit was received with high sleep current due to corroded battery tube. The unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the incident was 20.6 mmol/l at the time of the incident and treated with manual injection. During troubleshooting, the customer was unable to get the display to return. The insulin pump will be returned for analysis.